Manufacturer narrative:
The MFR's service representative performed an on-site investigation. The service representative replaced the snubber board, and performed filament calibration. The system operates as intended.

Event description:
The customer reported that the 9800 system would not display images. No pt injury was reported.